Event description:
Reportedly, a male suffered quadriplegia while in proximity of inversion table. Details of event are unk at this time, and there is conflicting information as to the actual involvement of the inversion table. Cause of death was anoxic brain damage with subsequent respiratory failure in 2007.

Manufacturer narrative:
Expert witnesses have yet to evaluate the subject product and we have not conducted depositions as of today. See scanned page.